Manufacturer narrative:
The cartridge was not received for evaluation. In photograph evaluation, a leak in the arterial line appears visible. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on (B)(6) 2022 from the health professional of a 69-year-old male patient with end stage renal disease, who stated the patient experienced a blood leak resulting in decreased blood pressure during a home hemodialysis treatment on 03 aug 2022. Additional information was received on (B)(6) 2022 from the health professional stating that the patient did not experience any additional symptoms. Following the event, the patient has resumed daily home hemodialysis with the nxstage system.